Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 33mg/dl, 85mg/dl, 78mg/dl. Tests were done within < 10 minutes with a difference of 31mg/dl. Pt did not experience any adverse events. No further info has been reported.